Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter?s investigation, the cause of the system error 2240 was due to air being sucked into the disposable because the patient line inadvertently separated from transfer set. The home patient (hp) stated patient line had disconnected during fill and spilled fluid. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted global technical services (gts) to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during fill 4 of 4. The hp stated the patient line had disconnected during fill and spilled fluid. The hp confirmed she cycled power on the machine to clear the alarm. The technical service representative (tsr) further assisted the hp to press go to start and to remove the cassette from the hc to discard supplies. The tsr explained the se 2240 indicates a large amount of air entered set up and advised to contact the nurse. The tsr also reviewed proper procedures with the hp. No patient injury or medical intervention was reported.